Event description:
Home health care nurse went to remove catheter when they removed the tape the catheter fell apart just below the hub. The remaining catheter had to be removed in radiology. The IV therapy nurse asked the health care nurse if she pulled too hard on the dressing to cause the break, the answer is no, the break was under the dressing. No patient injury. No other information provided.